Event description:
The device was used during a v.a.t.s. Bullectomy procedure. Reportedly, the instrument was difficult to close and misfired. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.